Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. An event history log review, service history review, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection verified the reported issue of a damaged a/c cord. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged a/c cord. No additional information is available.